Event description:
The complainant reported a failure of the automated impella controller that it could not start. This did not occur during use with a patient.

Manufacturer narrative:
D.9 the exact date for when the device was returned for evaluation is unknown. E.1, e.2 and e.3 the first and last name of initial reporter and health professional/occupation are unknown. The investigation into the issue has been completed. Console logs from the reported day of event were consistent with the complaint and showed that when the console was started while plugged into alternating current (ac), an alarm would show indicating battery failure. This was consistent with the inability to start the console when the ac cord was disconnected. The console was returned to germany field service and was tested. The issue was reproduced. Further inspection of the batteries indicated that they were fully depleted and could not be charged. Additional data collected, including internal battery status and power battery manager (pbm) charger status confirmed that batteries were fully depleted to the point that its internal electronics disabled charging or discharging of batteries but the communication between pbm and batteries was still possible. Secondary analysis of console logs prior to the reported day of event showed that the console has not been used since its preventative maintenance one year prior, and evidently was placed in long-term storage not plugged into ac (which is inconsistent with the console instructions for use which instructs to keep the console plugged in, while in storage). After the batteries were replaced, it has been confirmed that the pbm was able to charge them. The cause of the inability to start the console was the fact that the batteries were fully depleted. This was due to storing the console for one year without ac connection. This report is being filed as part of a retrospective review of historical records.